Event description:
It is reported that the patient was revised in 2009, due to liner wear. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The mating shell is unknown. Possible cause of liner instability could be due to (but not limited to) one or more of the following: improper liner seating/assembly, use with an incompatible shell, and/or micromotion between liner and shell causing backside wear. Based on the provided information, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.